Event description:
I am reporting repeated omnipod failures involving insulin leakage at the cannula insertion site. Over the past 60 days, I have experienced more than 15 pod failures. Leakage is visible on the adhesive directly above and around the cannula location, and most failures occur approximately 18¿36 hours after pod activation. The pods being reported in this submission are not part of any omnipod recall that I am aware of. These pods were provided by insulet as replacement pods following previous leakage-related failures. Despite being replacement devices and not belonging to the recalled lots, they exhibited the same leakage behavior. When the failure occurs, insulin is visibly present on the adhesive around the cannula rather than being fully delivered beneath the skin. This results in incomplete insulin delivery, hyperglycemia, and uncertainty regarding the amount of insulin received through programmed basal and bolus doses. Several of the failed pods also caused bleeding at the cannula insertion site while the pod was still being worn. Blood was visible around the insertion area during use. Some insertion sites became irritated and tender during wear. I have retained several of the failed pods and possess photographs documenting both the insulin leakage and insertion-site bleeding. These materials are available for evaluation if requested by FDA or the manufacturer. Lot numbers of the leaking pods that remain in my possession. The leakage of insulin results in sustained hyperglycemia. Pt: 1905, 4562. Device: 1250, 2339, 4070, 2906, 2182. Ref reports: mw5189921, mw5189922, mw5189923, mw5189924, mw5189925, mw5189926, mw5189927, mw5189928, mw5189929, mw5189930, mw5189932, mw5189933, mw5189934, mw5189935. This report captures omnipod 5 pod #11.